Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
The patient went in for her first pump refill visit and they were unable to refill it; the physician could not access the pump. An x-ray showed that the pump had flipped. The pump logs were checked. The patient was experiencing underdose symptoms; she lost efficacy before the first refill. The patient¿s dose was increased but that did not help. The patient was taken to surgery on (B)(6) 2015. It was found that the catheter was tightly rolled up several times and the pump was flipped over. The catheter was kinked several times. The physician believed the patient flipped the pump several times due to twiddler¿s syndrome. The catheter was unraveled, a mesh pouch was added and the pump was positioned correctly. The expected residual volume was 5 ml; the actual residual volume was 26 ml. The patient status was reported as ¿alive ¿ no injury¿. The device system was delivering baclofen; it was unclear if it was the lioresal or gablofen brand. The patient outcome was not reported. Further follow-up is being conducted to obtain this in formation. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information later received reported the pump moved in the pocket, flipped. The device positioning issue was corrected with surgery. The patient recovered without permanent impairment.